Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event. Clinical review of all information currently available concluded that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the fluid overload. The patient's fluid overload was possibly related to peritoneal dialysis with fresenius products.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the investigation. Clinical review of all information currently available concluded that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the fluid overload. The patient's fluid overload was possibly related to peritoneal dialysis with fresenius products.

Event description:
A peritoneal dialysis (pd) patient reported she had recently been released from the hospital. During follow up the patient's pd nurse reported that the patient was hospitalized due to pneumonia from (B)(6) 2016 to (B)(6) 2017. The pd nurse also reported that the diagnosis of pneumonia was due to the patient experiencing fluid overload. The pd nurse reported that the patient was treated with antibiotics. Additional information has been solicited but will not be made available.